Manufacturer narrative:
(B)(4) initial report. Additional information, including a detailed patient outcome and the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a trinity cup and trinity ceramic liner after approximately 11 months due to impingement on the neck of the minihip stem. The stem was left in situ. Please note: trinity ceramic liners are part of an ide study and not subject to this report.

Manufacturer narrative:
(B)(4) final report. Additional information, including a detailed patient outcome and the explanted devices has been requested in order to progress with the investigation. However, these were not provided to corin and thus there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with theses records conformed to material and dimensional specification. Based on the lack of information provided, no further investigation can be conducted at this time and thus corin now consider this case closed. If further information does become available then this case may be re-opened for further investigation. Please note: this report is filed with FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the model of the device in the initial report was wrong due to a typing error: the information was corrected in # 321.04.354.

Event description:
Revision of a trinity cup and trinity liner after approximately 11 months due to impingement of the neck on the minihip stem. The stem was left in situ. Please note: trinity ceramic liners are part of an ide study and not subject to this report.